Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was repotted that it was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive flu results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following was provided: "customer completed validation and used kit for testing. Patient resulted in a false positive for flu a (pcr result was negative) steps taken with customer/troubleshooting: went through normal workflow and product kit must be investigated. Lot# 1278415 how many specimens were discrepant (fp or fn)? Two different patients were patients symptomatic or asymptomatic? Symptomatic screening test ¿ no known exposure? N/a. Screening test - known exposure that is currently asymptomatic? N/a. Asymptomatic but dr recommended testing? Symptomatic."

Event description:
It was repotted that it was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive flu results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following was provided: "customer completed validation and used kit for testing. Patient resulted in a false positive for flu a (pcr result was negative). Steps taken with customer/troubleshooting: went through normal workflow and product kit must be investigated. Lot# 1278415. How many specimens were discrepant (fp or fn)? Two different patients. Were patients symptomatic or asymptomatic? Symptomatic. 1. Screening test ¿ no known exposure? N/a. 2. Screening test - known exposure that is currently asymptomatic? N/a. 3. Asymptomatic but dr recommended testing? Symptomatic."

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1278415. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Samples were returned for investigation. Quality did not receive samples and sample analysis did not occur. If samples are received at a later date, the complaint may be reopened. The bhr and retain testing of this batch had acceptable results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.